Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system on site and confirmed that the image storage was full. The rse suggested to replace the ippc (image processing pc). The fse replaced the lateral ippc and replaced the hard disk and downloaded the board software and re-created image. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image storage was full. No harm was reported. Philips has started an investigation of this complaint.